Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented for a device check after hearing beeping tones from the device. Interrogation revealed the device was operating in safety mode. The patient was hospitalized and a device replacement procedure was planned. No adverse patient effects were reported. The device remains implanted pending the replacement. The device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A review of the device memory found that on 14-december-2021 there were five system faults for runaway left ventricular (lv) pacing. Three such faults occurring within 48 hours will cause the device to revert to safety mode. A telemetry reset was performed in the laboratory with the engineering level programmer and the device was returned to primary operation. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was confirmed that brady and tachy therapy remained available. The runaway lv pacing is caused by the device firmware not correctly scheduling bi-v pacing when certain patient conditions exist, and the device is programmed with tracked pacing preference enabled and positive lv offset greater than a-blank after v-pace. The returned device settings were reviewed and confirmed to match these criteria.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented for a device check after hearing beeping tones from the device. Interrogation revealed the device was operating in safety mode. The patient was hospitalized and a device replacement procedure was planned. No adverse patient effects were reported. The device remains implanted pending the replacement. The device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.